Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was an unspecified breach in aseptic technique. At the time of this report (per the consumer) the patient remained hospitalized and was not recovered from this peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.